Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device triggers an upstream occlusion alarm and then immediately clears it. The event occurred during testing.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, liquid crystal display (lcd) lens nicked. Review of the event history log (ehl) showed an upstream occlusion alarm. During functional testing, the customer reported issue was not confirmed. All defective parts were replaced. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.